Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause of the iipv event was determined to be due to unexpected high ultra-filtration (uf) for this therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 05:05:41. During night drain cycle one, the patient's ultrafiltration reading was 83662ml, indicating the home patient drained 83662ml more than their maximum programmed fill volume of 2000ml. No additional information is available.